Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of discrepant back to back inr results using coaguchek xs meter up01391354. Customer tested by fingerstick on the meter and the result was 3.2 inr. The customer tested again on the meter within minutes and the result was 4.3 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer has no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new illness or medication, no diet changes and no bruising or bleeding. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.